Event description:
Product was returned for repair only. When received it was found to have a portion of the upper jaw broken off and missing. Contact with the hosp revealed that the device had broken while in use and that the piece was retrieved from the knee without incident to the pt.